Event description:
Harmonic ace working end was loose. Unable to use, no harm to pt steril med: packaging was thrown away. Code # on device: (B)(4) noted stamped on device 5 mm trocar: seal failed, leaked during case. No harm to the pt. Product packaging was thrown away code # on device: (B)(4) noted stamped on device. Dates of use: (B)(6) 2010 - (B)(6) 2010. Event abated after use: yes.